Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized for 4 days. Customer reported the insulin pump ran out of insulin and was beeping. Customer's blood glucose was 280 mg/dl when the insulin pump alarmed a no delivery alarm. Customer mentioned blood glucose went up to 480 mg/dl in the hospital. Customer was assisted with rewinding the device and doing a set change. Customer will not be returning the device for analysis.